Event description:
It was reported that during shaping or introducing into an introducer sheath the balance middleweight (bmw) universal ii guide wire, some residual coating has been found on the gauze. The guide wire was successfully used in the patient. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.